Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Initial reporter: address unavailable. Device manufacture date: unknown. (B)(4) manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® push button blood collection set are difficult to use and are causing leakage issues. No report of injury or medical intervention. No report of blood exposure to mucous membrane.